Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer received information from technical support to reset the pump and was assisted in doing so. After the reset, the malfunction did not recur, and the customer was able to continue using the pump with instructions to contact support if issues persisted.